Manufacturer narrative:
(B)(4).the complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare in (B)(4) for investigation. To further assist in our analysis of the root cause of the alleged fault, we have made a request for additional info and are currently awaiting a response. We will submit our findings in a follow-up report following receipt of the complaint device and completion of our analysis.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the maximum pressure relieve valve of an rd900aeu neopuff infant resuscitator unit did not properly adjust. In particular, even when turned to the minimum pressure setting, the reading on the pressure gauge remained at a maximum. This event was detected during initial testing of the device prior to use. No pt was connected and no pt consequence reported.